Event description:
It was reported that on (B)(6) 2022, the patient was having episodes of melena and a drop in hemoglobin while at an acute rehab facility due to gastrointestinal bleeding. The patient was transfused with 1 unit of packed red blood cells. Additional information was received that the bleeding resolved with sequelae and the patient was subsequently hospitalized on (B)(6) 2022 for the same issue.

Manufacturer narrative:
The (B)(6) 2022 admission is captured in manufacturer report number 2916596-2022-11647. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.